Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 at 4:30pm with blood glucose of 400 mg/dl. Blood glucose at the time of incident was 480 mg/dl. The customer experienced symptoms such as nausea & chills. The customer was treated with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer reported that cannula was bent and location was abdomen. The insulin pump will not be returned for analysis.